Event description:
The patient has tried charging the implantable neurostimulator (ins) for two days. Yesterday the patient couldn¿t get a signal to charge and it overheated. Today the patient got up to four bars, then it went to two, then to four, then it overheated again. The overheating occurs over twenty minutes into charging. The ins didn¿t charge at all yesterday and today. The patient is charging on skin, her back is warm to the touch too. The patient had to wait until her staple were out and they turned the ins on, then the health care provider (hcp) said it was okay to charge. A coupling problem was reported. The antenna locate feature was performed and got 56, patient has to push the bottom of the antenna and up then she¿ll get 62. If the patient pushes down to that area, the number will drop. Patient was able to get up to 64-66. During the report that patient initiated a charge and saw all eight boxes. Additional info rmation received reported that the patient received assistance from their doctor or manufacturer¿s representative (rep) on march 10th and their concerns were resolved. The patient was then seen in the office on april 23rd and was still complaining that they were having an issue charging the battery. It was taking 6 hours just to even get it to 50 percent and it was very positional and they had to sit leaning forward. The patient did not have the recharger with them at the office. The healthcare provider (hcp) did not want to revise the patient at that time because the patient was implanted with the device not too long. The patient had an appointment in a week or so after the report. The office intended to have manufacturer representatives present at that appointment so that they could look at the device to see if there was something they could do to help reduce the recharging time for the patient. Other than recharging, there were no other device/therapy issues reported. Additional information received reported that the patient was seen on march 26th. There were no device malfunctions noticed in regards to the patient¿s longer charging issues. A spacer was given to the patient which resolved the issue. No additional interventions were planned. The patient called back on june 19th and reported that after implant the patient had problems charging. Sometimes it took up to six hours to charge the implantable neurostimulator (ins). Sometimes she would get up to six coupling boxes but then the boxes could drop for no reason. Sometimes the temperature screen would up and show the antenna was too hot and she would have to take a break and let the antenna cool off then start charging again. It was noted the patient had waited until the ins pocked had healed but the ins would move some within the pocket and she would lose connection. The patient stated the ins was not implanted deep and was close to the skin. It was recommended to stop recharging and try again. A broken external antenna was reported. No medical or therapy problem was reported. No out of box failure was reported. No patient harm reported. No device returned. The rep. Further reported on july 7th 2nd that they had not seen the patient since they complained of the recharging issues and they thought everything had been taken care of but they had not seen the patient. There were no current plans to do a pocket revision.

Event description:
Additional information received reported that it took the patient 6 hours to charge half of the battery. The replacement recharger antenna solved the issue. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that charging was taking too long and there was poor coupling. The patient just received a replacement antenna and that worked fine for the first couple of days. It was noted the patient was using sticky patches. Repositioning the antenna, turning the dial, and attempting an antenna locate did not resolve the issue. There was swelling after recharging since implant. Since implant, the implantable neurostimulator (ins) moved two fingers to the left in the pocket, not at all to the right and seemed like it was too close to the bone. The patient's left leg went numb and the ins hurt when she was recharging on (B)(6) 2015. There was a sharp pain over the whole ins when she was just standing and it felt like a muscle spasm that lasted about a few minutes on (B)(6) 2015. No falls or traumas were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).